Manufacturer narrative:
Lot br23b09055 is not recognized by baxter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a slice in the heater line of an integrated apd set w/cassette which resulted in a leak. This occurred during fill two of three of peritoneal dialysis (pd) therapy. The leak was further described as ¿solution spraying out of the heater line¿. The patient did not use anything sharp to open the outer pouch. Renal therapy services assisted the patient in ending the therapy session. The patient would contact their nurse regarding the missed therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.